Event description:
It was reported that a cartridge alarm occurred. The caller was able to load a new cartridge and successfully resume insulin delivery. A cartridge change was performed resolving the issue.